Event description:
It was reported that there was over-sensing noise resulting in inappropriate automatic mode switch on a patient's atrial lead. The physician elected to explant and replace the atrial lead. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
Correction: h6 - updated investigation codes for non-device return.